Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent open reduction / internal fixation surgery for a right femoral head and neck base fracture with tfna short nail. On (B)(6) 2023, the patient complained of pain in the right hip joint and an x-ray was taken. It was found that the patient had a longitudinal split fracture proximally from the distal lateral locking screw area. The surgeon chose conservative treatment without removing the implants. The patient was a woman in her 90s with low pre-injury activities of daily living and severe osteoporosis. At the time of surgery, there was almost no response of the drill when inserting the lateral locking screw. Because the fracture was a vertical shear type, the blade was locked to prevent sliding. The surgery was completed successfully with no delay. This report involves one 11mm/125 deg ti cann tfna 170mm - sterile. This is report 3 of 3 for (B)(4).